Event description:
It was reported that the device was explanted after implant duration of approximately 17.2 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic stenosis and thrombus. No other details were provided.

Event description:
It was reported that during a low anterior resection (j-pouch) procedure, the surgeon reported the anvil became disengaged when they tried to close and fire the instrument. He attached the anvil to the trocar and the resident closed the instrument. During closing the resident admitted that he felt no tension but still continued to close until the indicator was in the green gap setting scale. When the device was fired, the anvil "popped" off dumping the staples and exposing the knife blade. A second device was opened and used with the anvil from the first device (did not want to disturb the purse string suture, as he felt it was well placed). The same problem occurred as described above. A third product was opened and used to create a successful anastomosis. No adverse patient outcomes reported. Note: no product is being returned.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was requested, however, it was not provided. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.